Event description:
"Customer states the lift that operates the seat is not working properly and the seat now stays in one position and no longer reclines. Customer alleges no injury and/or damages have occurred."

Manufacturer narrative:
(B)(4) 2012. No RMA has been initiated for this issue. Model tdx3-ps, serial number/date code (B)(4) is approximately (B)(4). The owner's manual part number 1114809 rev I (dec-05) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.